Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) displayed a (ua) 20 (position out of range) error message during shift check. No patient involvement. After an unspecified time, the user called the manufacturer's technical support hotline and received instructions for troubleshooting. The issue was resolved after the user rotated the driveshaft to its home position. No further issue was reported on the platform.